Event description:
It was reported that an insulin cartridge for the ilet leaked after the user connected the tubing to the cartridge prior to inserting the cartridge into the device, and the agent provided education to follow the correct sequence for supply change; the reported device problem involved a leak, and the affected component was the reservoir. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue associated with the reservoir, aligning with the reported leak. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.